Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with blood glucose of 193 mg/dl, and after she was admitted her glucose level dropped to 15 mg/dl, for which she was treated. It was stated that the customer also was admitted for syncope and dehydration. Troubleshooting was performed. The nurse stated that the screen was blank at time of call. Advised the nurse to insert a new battery. It was stated that the daily totals did not match the bolus and basal. It was stated that the battery was removed and reinserted several times in the past couple of days. The nurse stated that the customer was treated with a shot of lantis, but the customer reconnected the insulin pump without letting the nurse know. No further information was provided.